Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station network failed. A field service engineer verified the station and issued them with an it network jack. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had offline. The customer reported that users were unable to remove medications.there was no delay and harm. There were no adverse events or injuries reported based on this incident.